Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-26018 and 26020. It was reported, that the patient was explanted due to skin erosion and the peripheral leads (off label use) were coming out of the skin. Patient did not have coverage but the system was working properly.